Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: * customer reports system turned off during the middle of an exam. * afib ablation with ice catheter. * no injuries, customer able to complete exam with another ultrasound.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: the replaced c-part has not been provided. But we can assume the root cause based on the previous investigation results, a damaged component can be inspected in psu. The improvement of psu is implemented into pn 10789435 revision 08 with starting sn (B)(4). The reported psu sn was 10789435 (rev.07). Reference: (B)(4).